Event description:
Customer reported potential false negative urine hcg results on a patient with sure-vue serum/urine hcg-stat vs. Serum quant test. Customer reported that recently (no date provided) a female patient was tested with sure-vue serum/urine hcg-state in the ed and observed a negative result. The patient stated that her home pregnancy test was positive so the ed repeated the urine and this time observed a positive result. The physician ordered a serum quantitative test with a result - 121 miu/ml. No further information was available.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control, 3 high level hcg urine controls, and 3 clinical pregnant urine samples. All results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Patient's serum was quantified at 121 miu/ml. The hcg level in serum is usually higher than in urine. Patient's urine hcg levels may have been below cut off. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.